Event description:
It was reported that the ilet pump housing came apart at the seams, exposing the interior of the device, consistent with a loss of or failure to bond at the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem at the display assembly consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.